Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse pulled out the bd intima-ii¿ closed IV catheter system needle, there was leakage at the septum. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: a photograph was provided for the purpose of our investigation. Our investigators were able to observe the reported failure mode in the photograph. The batch record was reviewed, no abnormalities occurred during the manufacture of this device, suggesting that the root cause of this device failure occurs post-assembly. Because the physical sample was not returned our investigators could not test the sample to finalize a root cause, however previous investigations has shown that this failure mode is most commonly caused by septum aging. Five retention samples from the affected batch were tested for leakage by 800 mm and 45 psi system pressure per product specification. No leakage was observed. DHR review shows production date of this lot is on march, 2017. (B)(4). Station no maintenance records related to defects. No abnormal records related to process sampling. No abnormalities during production. No abnormal records related to defects.